Event description:
A physician reported that during intraocular lens (iol) implant procedure, plunger continued to advance, even if the lever was released. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was confirmed. The device was received in an opened blister in the product carton. The plunger is fully advanced outside the tip of the nozzle. No intraocular lens (iol) received. The lever is moving freely. The device is taken apart for further testing. The orifice has a hairline crack. Sent to vendor (jabil) for further evaluation. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The product did not meet specifications. The orifice component was observed to have a crack, which led to the reported event. Vendor has investigated this issue and the root cause of the failure remains undetermined, therefore no corrective action can been proposed. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).